Event description:
It was reported that the pump had a downstream occlusion (dso) alarm. The patient had just returned from the clinic after pump placement. The patient denies any tubing kinks or closed clamps. The patient then asked another person with her to speak with this registered nurse to continue troubleshooting. Using fingertip pressure to the port site did not resolve the alarm. It was impossible to remove the cassette as it was locked in place. The tubing was clamped, and the battery cover was opened and closed. The bottom of the cassette was tapped on a hard surface to disperse any potential air bubbles. The pump was turned on and alarmed with the message ¿key pressed, please release.¿ the manufacturer representative instructed the caller to swipe fingers across the keys to release the stuck key. The dso alarm then returned. Per the special facility instructions, the caller was instructed to have the patient proceed to the nearest multicare emergency department for further assistance. The caller stated that the patient could not tolerate a trip to the emergency room. The manufacturer representative reiterated the importance of seeking medical assistance and explained that the infusion could not be stopped for more than 8 hours without the provider being notified. The caller then agreed to take the patient to the emergency room. The pump was turned off, and the tubing was clamped. The reservoir volume was 124.2 ml. The event occurred while in use with a patient at the patient¿s home. The operator of the device was a health professional, and the device is not available for evaluation/return. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.